Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. Overflow from the closed tube aliquotter (cta) wash station was confirmed and the cause assigned to a peri-pump failure. The fse replaced the peri-pump to correct the overflow. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that the closed tube aliquotter (cta) wash station of their unicel dxc 600i synchron access clinical system overflowed. The leaked fluid was contained within the cta. No erroneous patient results were generated and there was no change or effect to patient treatment associated with this event. The customer wore personal protective equipment of gloves, lab coat and eye protection while troubleshooting.

Manufacturer narrative:
The peri-pump was returned and tested by beckman coulter. The event was not duplicated with the returned part. The closed tube aliquotter (cta) peri-pump performed within specifications when tested in-house.